Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining tampon pieces and did not seek medical attention. She did not experience any adverse health effects.